Event description:
Boston scientific crm received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), artifact was noted on the right ventricular (rv) rate/sense channel when the device and lead were connected. The representative noted that the artifact was more rhythmic than noise. There may have been some noise on the shock and atrial channels as well but this was not confirmed. The rv lead was removed from the device header and reinserted and the artifact was not observed. The physician tugged on the lead and pushed on the pocket but the artifact was not reproducible. One hour post implant, a similar appearing rhythmic artifact was again noted. The noise/artifact was captured as a non-sustained ventricular tachycardia event in the ventricular tachycardia-1 zone. There was no evidence of pacing inhibition during any of these episodes. The representative wondered if this could be due to the presence of air bubbles. The representative faxed in a rhythm strip for technical services (ts) to review. Ts reviewed the strip and discussed that the noise/artifact did appear to be the result of air bubbles equalizing through the seal plugs in the device header which were sensed on the rv channel. The patient was monitored and no further episodes were noted.

Manufacturer narrative:
The representative checked the device again prior to discharging the patient the following morning. No further episodes were noted. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.